Event description:
Surgeon reported suction loss during procedure and flap creation was not completed successfully. Surgeon converted patient to photorefractive keratectomy the same day.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.